Event description:
It was reported that during a gastric bypass procedure, the surgeon fired ten times with no problems. On the eleventh reload the device cut and partially stapled. He had to fire another cartridge to complete the staple line. Staples were not completely formed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 03/23/2009. Eval summary: the analysis results showed the ec60 device was returned with no visual non-conformances and with a void of staples reload present. The device was tested for functionality with a test reload; the device achieved a complete 3-strokes and fired without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle, the staple line was complete and the staples formed as intended. It should be noted that all instruments are inspected 100% for staple presence by a visual system prior to the placement of the staple retainer. In addition, at finished goods the instruments are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.